Event description:
It was reported that during a laparoscopic cystectomy, the tempron at the jaw burned rapidly. Used a new blade to finish the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 12/04/2007.